Event description:
The customer was admitted in the emergency room due to high bgs. The customer received a no delivery alarm. Troubleshooting was performed. The programming and bolus history were accurate. The high-pressure test passed within specifications. Instructed customer to change the infusion set and site.